Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was selected and used to dilate the lesion. Upon first inflation, the balloon ruptured and dilatation was not performed. The ruptured balloon was completely removed from the patient. The procedure was completed with another of the same device, then dilatation was completed with a 2mmx15mm coyote balloon catheter. No patient complications were reported and the patient's status was good.